Event description:
It was reported that during an unknown procedure, the device was clamped on the duct, but would not fire or release. The surgeon had to continuously squeeze the handle until it eventually opened. However, with each squeeze the device jerked the tissue which led to the patient receiving a drain. A new device was used to complete the procedure. The patient's stay was not extended and was discharged the next day. There were no further issues noted due to the device.

Manufacturer narrative:
Empty, device fired through lockout, anti-backup failure, damaged ratchet. Evaluation summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. One possible cause for this condition might be that the trigger is forced closed once the last clip lockout has engaged which may cause the jaws to remain closed. Additionally, the anti-backup feature was non-functional; the device was disassembled to verify the condition of the internal components and the ratchet pawl was found to be worn out causing the anti-backup failure. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.